Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. During the patient's six week post implant check is was noted that the pace impedance measurements had increased by 300 ohms to 1,900 ohms and there was no capture at maximum outputs. X-rays were performed and reviewed. There were also concerns that the helix likely was not fully deployed and that there was crimping in the insulation where the suture sleeve should be. Boston scientific technical services (ts) reviewed the x-rays provided and agreed with atrial lead dislodged; however were not able to confirm the helix or crimping observation as there was not enough detail. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Attempts to obtain additional details were performed; however, no further details have been made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.